Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the monopolar curved scissors instrument. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the orange part of the shaft near the tip of a monopolar curved scissors instrument came off and the instrument was not flexible anymore. The procedure was completed with no reported injury.